Event description:
Health care professional reports a fiber leak noted during pt dialysis session. New disposables were used and the treatment was completed without incident. The health care professional reports 150cc blood loss. The dialyzer was used 2 times prior to reported leak. The health care professional reports no pt injury or medical intervention required.